Event description:
Severe synovial reaction/ reaction [nonspecific reaction]. Case description: spontaneous report received on 11/04/2008 from a health care provider, via a company rep, regarding a female pt. The pt had an unk medical history. The pt experienced a severe synovial reaction and had surgery after receiving synvisc-one. The pt received a synvisc-one injection into an unspecified knee on an unspecified date in 2010. The hcp reported the pt experienced a "severe synovial reaction" that required surgery (nos) the day after receiving the synvisc-one injection and might require a second surgery. At the time of this report, the outcome of the pt was unk.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Event description:
The lay user/patient contacted lifescan alleging the meter is making a hissing noise. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.